Event description:
During an idiopathic ventricular tachycardia ablation procedure, the patient went hypotensive and a pericardial effusion was noted. A pericardiocentesis was required to be performed on the patient. On (B)(6) received additional information requested from bwi representative stating that an effusion was noted during mapping that corresponded with a drop in blood pressure. The patient did not require hospitalization and was fully recovered. Per the physician, this adverse event was unrelated to the procedure or device and considers that the patient¿s age and dilated cardiomyopathy may have caused it.

Manufacturer narrative:
Investigation still in progress. Concomitant products: carto 3 system: u.s. Catalog # fg540000, serial # (B)(4). Stockert 70 system: u.s. Catalog # s7001, serial # (B)(4). Coolflow pump: u.s. Catalog # cfp002, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). During an idiopathic ventricular tachycardia ablation procedure, the patient went hypotensive and a pericardial effusion was noted. A pericardiocentesis was required to be performed on the patient. The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. It was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and no anomalies were noted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.